Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 230mg/dl. The nurse stated that the customer experienced nausea, vomiting, and diarrhea after dinner. It was stated that the customer turned off the insulin pump prior to his admission. Troubleshooting was performed. The caller stated that the device alarmed after battery change. Assisted the nurse to clear the alarm and to program the time and date. It was mentioned that the customer dropped the device on a carpet floor, and the insulin pump was cracked from the battery compartment down and sideways of the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.